Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 828-090, 510k # k964275 was cleared in the united states. (B)(4) (revision surgery). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent vertebral column resection (vcr) surgery at t4-il levels, for the treatment of kyphosis. Post-operatively, on an unknown date, the implanted rod broke inside the patient. Reportedly, the patient underwent revision surgery, in which rod was replaced and as a result, total four rods were placed. No fragments of the broken rod remained inside the patient. Reportedly, vcr performed at th12 had not achieved bone union.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.